Event description:
A customer reported to baxter (B)(4) of a cyto luer set in which the needle seems to be blunt -piercing the bung and bag. The process step in which this condition was before usage. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent six (6) companion samples for an evaluation. Visual inspection did not reveal any non-conformities with the needle. The cytoluers were attached to a viaflo bag and no damages were done to the port. Six retained samples were visually inspected to check if they had any non-conformities with the needle. There were no issues noticed. The reported condition was not confirmed. The cause of this condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.